Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up with a white display. When this occurred, none of the buttons were responsive. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. As a precaution physio-control replaced the system controller pcb and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.